Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. No product was returned. The investigation could not determine the root cause. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that before and during use, the device exhibited a high-pressure alarm. There was unknown patient harm.